Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was the reported that a high pressure alarm occurred on the pump. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 13/jun/2022 via email: event details updated. Patient details updated. It was reported that the drug being infused was flolan. H6: event problem and evaluation codes: updated. H10: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.